Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks. The date of the event is an approximation. Around (B)(6) 2025, the reporter indicated that the patient¿s cgm was displaying a low glucose reading, while the bg meter reading showed 300 mg/dl. The patient was using an omnipod insulin pump at the time of the event. This discrepancy led to the patient being admitted to the emergency room, where they were diagnosed with diabetic ketoacidosis (dka). No specific symptoms were reported by the patient, and no additional event details were provided, including information regarding medications, treatment, or the duration of the ER stay prior to discharge. Attempts to obtain further clarification from the reporter were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.